Event description:
It was further reported that the patient had pocket pain once again and had another pocket revision. The device was repositioned. During the revision procedure, the physician noted that the atrial lead had an external insulation break. Testing of the lead showed elevated impedance. The lead was repaired with surgical adhesive and a sleeve. The lead remains in use. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).